Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the patient¿s weight is unavailable. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep stated that they were charging the implantable neurostimulator (ins) pre-implant, and while recharging they got a ¿try again¿ message. The rep stated that they had to go into passive recharge. Patient services discussed keeping the ins and recharger charged, rather than trying to recharge when they are too low. No further complications or patient symptoms were reported or anticipated. Indication for use is unknown. Additional information received from the manufacturing representative (rep) indicated that they took the lithium battery out of the recharger and put it back in, but the issue remained unresolved. They stated that the recharger will show an excellent connection, and then will immediately go to the ¿try again¿ screen. The rep mentioned that it is not determined at this time what is causing the ¿try again¿ screen to show up. They noted that they thought there is an ongoing software problem within the device, which has not been resolved. The rep stated that after many attempts, the device finally charged up to 100% out of the box. They mentioned that the problem is when they educated the patient with the recharger, the same issue which happened in the box prior to implant, was happening post-op. The rep indicated that the patient was sent home, and they will evaluate them again at their next appointment. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that they are unsure which device is suspected to have an ongoing software issue. They added that it was not determined whether it was the ins or the controller/recharger. The rep stated that a different controller/recharger was not used, because they only had 1 set. They indicated that the patient was seen on (B)(6) 2018, and they were doing well with no equipment issues. The cause of the issue was not determined. No further complications were reported or anticipated.